Event description:
According to the reporter, while monitoring a conscious patient being transported to the hospital, the monitor displayed patient ECG's ranging from straight lines to excessive artifact. The ECG could not be read. No adverse affects to the patient were reported as a result of the alleged malfunction.